Event description:
It was reported that the edi catheter was removed from pt after 3 days of successful use. It was, however observed after removal, that the edi catheter had a visible crack. The ventilator has a ventilation mode nava (neurally adjusted ventilatory assist). A single use naso-gastric catheter with electrodes (edi catheter) is used to measure the electrical activity of the diaphragm, which is used to trigger ventilator breaths, synchronous with the pt's breathing. (B)(4).

Manufacturer narrative:
(B)(4).